Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of by the user facility, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On march 25, 2008, it was reported to boston scientific corporation that a male patient underwent treatment with a prolieve thermodilatation kit in 2008 as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). The patient went to the emergency room at medical center six days later, due to chills and generalized body aches. In the ER, the patient was noted to have a fever of 101 degree and a urinary tract infection on the urinalysis. The patient was admitted, a foley catheter was placed and 500mg of levaquin IV (daily) was initiated. Based on a urology consultation, the patient had urinary tract symptoms. Urosepsis was diagnosed clinically. On the day of discharge, three days later, the patient felt well. The foley catheter was removed and the patient urinated normally. According to the complaint, the infection resolved on the same day.